Event description:
Surgeon was performing a l2-5, decompression fusion. A 7.5 mm x 40 xia 3 was inserted into the lett 5, pedicle. Blockers were placed and tightened using the t handle blocker insertor on both sides. All screws were finally tightened. When tightening the lefts screw, the surgeon was unable to achieve 12 mm. The blocker from the left s, xia 3 screw (7.5 x 40) was removed. Upon further inspection, the head was separated from the screw shaft. The rod on the left side was removed. The broken screw was removed without incident. Another xia 3 7.5 x 40 was inserted, the rod was replaced on the left side. All screws were final tightened without incident.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.